Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: no defect was found. Testing was unable to duplicate the complaint. Pump powers on with audible and vibratory features. A rewind, load cartridge, prime and fill cannula sequence were performed in sequential order and the boxes on the ezprime screen were correctly filled. Pump was exercised for 24hr duration period; at end of duration test the boxes on the ezprime screen remained filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged the following: when going to do a set change, prime menu seemed to be mixed up: on the prime/rewind menu, the bottom ones (prime and fill cannula) were checked off, but rewind and load were not checked off. Reporter denies any power loss, battery had not been removed. Alarm history reveals an occlusion alarm had occured prior to the set/site change that reporter was getting ready to do. Customer support (cs) reviewed twice with reporter that he saw the boxes not checked for rewind and load. Reporter confirmed that is how the menu looked, different than normal. Cs explained reporter when occlusion occurs, the pump requires a prime and fill cannula so those boxes would not be checked. But dad states, the prime/fill cannula were checked and the rewind, load were not completed or filled in. Reporter was then able to complete full rewind, load, prime and fill cannula for new cartridge /set change to troubleshoot the occlusion alarm and address high bg that patient was experiencing. Cs instructed reporter that this is unusual: the rewind and load, prime and fill cannula would be incomplete or not checked in only when there is a loss of power. The prime and fill cannula would not be completed after an occlusion alarm occurs. Due to the information obtained from reporter about the inaccurate recording of the prime steps found in the prime/rewind menu, even though he was able to complete the set change successfully last night and it was able to be primed now while on phone, cs recommended to remain off of pump until replacement pump arrives. This complaint is being reported as the issue with the prime/rewind menu was not resolved. There was no indication that the product caused or contributed to an adverse event.